Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding a damaged device prior to use the instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used.' The instructions for use further state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. (¿) insert a 0.035¿ diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath.' H10: d4 (expiry date: 06/2022), g3 h11: e3, h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to deploy and the sheath was fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to deploy and the sheath was fractured. There was no reported patient injury.